Event description:
It was reported that the insulin pump alarmed during the rewind process. The blood glucose reading 155 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is loose. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.